Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported hemopro2 extension cable not working.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 07/26/2024. An investigation was conducted on 08/01/2024. Three vh-4030 extension cables were returned. It was not possible to determine which cord belonged to which complaint (tw (B)(4), (B)(4), (B)(4)). Investigation for cord 3 of 3: signs of clinical use and no evidence of blood were observed. The bottom portion of the black plastic collar of one connecter end was observed to be separated from the upper portion of the cord. The other connector end was observed to be intact with no visual defects. An electrical evaluation was conducted. The cable was able to be connected to a reference adaptor, power supply, and hemopro 2 device with no physical or visual difficulties. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply emitted an audible beeping sound and the evh reference tool produced steam and heat. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed, however the analyzed failure "break; collar" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported hemopro2 extension cable not working. The cable was sterilized at an outside company and sent back to hospital where the issue was identified.